Event description:
During tonsillectomy & adenoidectomy surgery tip of robinson catheter covering aspen cautery pen ignited. Immediately withdrawn. No burn rec'd by pt. Reviewed use with conmed rep: new products under review & trial in or.